Event description:
It was reported that there was a spontaneous drain of the device pocket. A surgical exploration of the pocket and smear of the pocket were done and the results are not yet known. It was also reported that the patient experienced dizziness secondary to the basic heart rate at 50 bpm. The device was interrogated and this proceeded as normal. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event. It was further reported that the patient had worsening dyspnea and decrease of "capacity". The device was reprogrammed and issued was considered resolved.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was a spontaneous drain of the device pocket. A surgical exploration of the pocket and smear of the pocket were done and the results are not yet known. It was also reported that the patient experienced dizziness secondary to the basic heart rate at 50 bpm. The device was interrogated and this proceeded as normal. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.